Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345 a review of the event history log identified multiple 'system error 345' messages. The cause was identified to be an out of specification downstream thermistor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity) during the upstream occlusion test. No additional information is available.